Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the procedure was converted into a traditional laparoscopic surgery and there was a procedure delay of 35 minutes. The total operative time was 8 hours and 45 minutes. There was no intra or post operative complications due to the delay. The event did not impact the patient's health, and the delay did not cause any long-term complications with the patient. Isi did receive the distal setup joint (suj) to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. Due to the mechanical failure, no error logs could be confirmed via system logs fa installed the distal suj onto golden system where no faults occurred. Distal tornado was exercised fully, with no issues reaching either hard stop. Distal suj was then tested on patient side cart fixture test platform (pftp) where it passed all relevant testing. After testing was complete, visual inspection found no faults related to the reported event. Distal suj was returned with universal surgical manipulator (usm), and fault was replicated separately on usm during testing. As a result of these findings, no root cause could be determined. The distal suj was the wrong part sent back for this reported problem. Isi did receive the usm to perform fa. Fa was able to reproduce the reported complaint. In system logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, fluid intrusion was found on the insertion switch assembly around the tornado down button and on the axes controller spar button board 3 (acsb3) printed circuit assembly (pca) that would be related to the reported event. The unit was installed onto a golden system where the tornado down button was indicating fault, replicating the reported event. The usm was then installed onto a pftp where all relevant testing was passed within specification but the tornado down button was sticky during insertion buttons test. Once testing was completed, the acsb3 was aba tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the tornado switch assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint. The tornado movement was stuck. Even when pressing the button to raise or lower the tornado, it did not move. The fse replaced the distal setup joint (suj) and the universal surgical manipulator (usm) to resolve the issue. The system was tested and ready for use. As of the date of this report, the distal suj and the usm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure that the axis 5 tornado was stuck. The intuitive surgical, inc. (Isi) technical support engineer (tse) looked at the system logs but found none. The tse advised to perform a system reboot and then try to move the tornado, but it was still stuck. There was a surgical delay of greater than 30 minutes due to the issue. At this time, it is unknown how the procedure was completed. There were no reports of patient injury.